Event description:
It was reported that the user lost glucose sensor signal because the ilet was set to pair with the wrong sensor type; the user¿s freestyle libre 3 plus sensor was configured for a different sensor type, and support guided the user to select the correct sensor type and rescan to restore pairing, with education provided on manual blood glucose entry while awaiting reconnection. No adverse clinical symptoms reported. Outcomes included no reported impact on health or need for medical care. User support included troubleshooting and user education to correct sensor selection and initiate re-pairing through the app. Investigation of this case revealed user setup error leading to failure to establish sensor communication, which resolved through correction of the configuration and re-pairing. It was concluded, based on previously established findings for similar reports, that the cause was user error in device setup.

Manufacturer narrative:
Initial.